Event description:
The customer reported during inspection for use, there was an occasional signal lose/miss on the image of the olympus bronchovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.